Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instability of the prosthesis after post-fracture of the distal femur. Surgical procedure: total knee prosthesis for revision of medial unicompartmental prosthesis. Between the implantation of the cr attune depuy prosthesis and the revision there was a supracondylar periprosthetic fracture from trauma (not connected to the prosthesis or to its instability), which is to be considered the main responsible for the instability that we have come to treat with the revision. For the rest, it was a total explantation of components that were well adhered to the bone. Doi: (B)(6) 2019, dor: (B)(6) 2022, unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.